Event description:
Device was implanted on 12/13/88. Connectors were revised on 10/9/96. On 12/4/96 the pump and a connector were removed from the pt, due to fluid loss at the balloon connector. A pump, balloon, and connectors were implanted.